Manufacturer narrative:
The subject device was received for evaluation and repair. The customers complaint was confirmed. Device evaluation found white balance not saved, lamp a error was observed. In addition, wear on light guide connector was noted. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Company representative sent a repair request reported with issue of "white balance not saved". No harm was reported. No patient harm, no user injury reported . Device evaluation found lam a failure . This report is being submitted due to the finding of lamp a error( lamp failure) identified during device return evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation it was confirmed failure of the ramp on the lamp a side was the cause. However, a specific cause of the ramp failure was not established at this time. Olympus will continue to monitor field performance for this device.